Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that it was possible they had an infection. Patient said they met with someone today to go over how to use their external devices and they said patient may have an infection and set an appointment on monday 31th to follow up on their incision. Agent reviewed general use of handset and communicator. Agent redirect to healthcare provider (hcp).